Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a bolus was not delivered. The caller did not provide any other information and ended the call. Tandem technical support was unable to follow up with the customer, as the customer's information was not provided. There was no reported adverse impact.